Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead currently remains in use but is planned to be capped and replaced. No patient complications have been reported as a result of this event.